Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had some tissue necrosis around the incision site where the lead was placed. It was noted that the area was painful and sensitive. The patient underwent a procedure wherein the lead was explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.